Event description:
A portion of the lead and the generator was received. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the generator is underway and has not been completed to date.

Event description:
The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The caregiver asked the physician's office what to do with the vns after patient's death. Family reports death was due to seizure/drowning. The patient passed away at his home per the obituary. Additional information was received from the nurse that the office does not know about the patient's cause of death or relation to vns. Patient was reported to be stable and last seen by the office on in (B)(6) 2017. Per the funeral home, the cause of death was drowning, contributed by seizure disorder. It was believed to be probable seizure induced collapse in water in tub per death certificate. The device appears to be explanted but has not been received to date.